Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to a high number of short interval counts (sic). Also, the right atrial (ra) lead trend shows loss of p waves and no atrial capture threshold. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 6947, implantable tachy lead, implanted: (B)(6) 2008. (B)(4).